Event description:
During a laparoscopic cholecystectomy, when the cystic duct was to be dissected, a limb of a maryland dissector broke off the instrument and became free in the abdominal cavity of the pt. Despite attempts for retrieval of the piece laparoscopically, an x-ray was taken to locate the piece and the procedure was converted to open. During the laparotomy, the piece was retrieved and the procedure was completed. The pt tolerated the procedure well and was discharged. Instrument was purchased on 01/15/2014.